Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead presented to the hospital after receipt of a shock. The company representative requested review of the stored episode by technical services (ts). Ts reviewed the stored episode and noted high frequency, low amplitude noise on the right ventricular (rv) channel that appeared consistent with myopotentials with a ventricular tachycardia (vt) marching through at a rate of 210-215 beats per minute (bpm). The patient was noted to have felt poorly prior to receipt of shock therapy. Ts discussed potential troubleshooting options. The shock therapy was deemed appropriate; however, the root cause of the noise was not determined. No changes were made and the patient was released. No further assistance was requested. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.